Manufacturer narrative:
Correction: device evaluated by MFR.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of constipation and peritonitis, which warranted hospitalization and the transition of modality to hd. Per the pdrn, the peritonitis is unrelated to pd therapy or the utilization of any fresenius device (s) or product (s). The peritonitis was caused by the patient¿s constipation. One potential source of gram-negative peritonitis is known to be constipation (1,2,3). Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events, as there is no allegation or objective evidence indicating a device/product deficiency or malfunction caused or contributed to the serious adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum (1). Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized and diagnosed with peritonitis. On (B)(6) 2019 the patient reported to their clinic with complaints of abdominal pain. The patient was treated with intraperitoneal antibiotics (one dose, drug and strength unspecified) and sent home. On (B)(6) 2019 the patient¿s abdominal pain worsened and he was advised to go to the hospital. The patient was admitted for abdominal pain and subsequently diagnosed with peritonitis. A peritoneal effluent fluid culture was collected on (B)(6) 2019 and was positive for a gram-negative organism (species and genus not provided). The pd registered nurse (pdrn) reported that the cause of the peritonitis was transmigration due to severe constipation. While hospitalized the patient¿s pd catheter (not a fresenius product) was removed (date not provided), and the patient was transitioned to hemodialysis (hd). The pdrn stated that one of the reasons the patient was transitioned to hd was due to an unkempt home environment. The pdrn stated the patient¿s peritonitis was unrelated to pd therapy or the use of any fresenius device(s), drug(s) or product(s). The patient remains hospitalized as of (B)(6) 2019; however, the constipation has completely resolved, and the patient is tolerating hd therapy without issue.